Event description:
Baxter IV pump delivered medication at a rate much higher than settings. Pump was set at 1.9 cc/hr. Approx 50-75cc infused within 15 minutes. Medication involved was integrilin, a platelet inhibitor. Potential adverse outcome is bleeding.